Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (300 mg/dl). A correction bolus and insulin injections were used to address the bg level. The customer did not know what caused the high bg and had reverted to using insulin injections to manage diabetes. Reportedly, the customer changed out the cartridge every 3-4 days. Tandem technical support informed the customer that per labeling, the cartridge was to be changed every 48 hours when using humalog. The customer acknowledged the information.